Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1300902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned for physical investigation, the reported event could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male patient underwent a diagnostic catheterization procedure on (B)(6) 2013. Access was obtained at the femoral artery via a 5f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 9mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that he device was inserted into the sheath and when the physician attempted to inflate the balloon, the balloon ruptured. The device was removed from the patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.